Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading multiple cartridges. The customer did successfully load a cartridge and resumed insulin delivery. Blood glucose level was 175 mg/dl.